Manufacturer narrative:
Device received with critical pump error and pump error 35 confirmed in the formatted history file due to corroded force sensor. The electronic assembly was corroded, the motor flex fingers and motor had moisture damage. Unable to perform the functional test, including the self test, sleep current measurement, active current measurement, rewind test, prime or seating test, basic occlusion test, force sensor test due to critical pump error. Unable to perform the displacement test, occlusion test and delivery accuracy test due to critical pump error missing retainer. Device also had a missing reservoir tube o-ring, missing display window cover, scratched case, cracked battery tube threads, cracked case at corner of the belt clip rail and pillowing keypad overlay. The test p-cap and reservoir will not lock in place in the reservoir compartment due to missing retainer.

Manufacturer narrative:
This report is part of a retrospective review and remediation efforts in response to a warning letter. Updated h9: z-0956-2020 medtronic, inc. (Medtronic) is submitting this report to comply with 21 c.f.r. Part 803, the medical device reporting regulation. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information in the time allotted and has provided as much information as is available to the company as of the submission date this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employees caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any "defects" or has "malfunctioned". These words are included in the FDA 3500a form and are fixed items for selection created by the FDA, to categorize the type of event solely for the purpose of reporting pursuant to part 803. Medtronic objects to the use of these words and others like it because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act.

Manufacturer narrative:
(B)(4). Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. The device will be returned for analysis and further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer's wife reported via phone call that the customer experienced high blood glucose level. Customer¿s blood glucose level was 471 mg/dl, at the time of incidence. Customer reported that they might have to go into the hospital due to various health issues. Customer reported that the insulin pump had broken force sensor alarm and they were able to clear the alarm. Insulin pump was not exposed to higher magnetic field. It was unknown whether the customer was using auto mode at the time of reported event. Customer declined to provide information for further details as they said it was their scope and they did not want to provide any information. The insulin pump will be returned for analysis.